Event description:
The customer reported false positive reactions of the negative control and one pt with cell #5 of biotestcell-i11 plus. The pt sample and the negative control that had caused test results were sent to us for investigational testing and the supposedly defective product was returned, too. At the time we received the customer's reagents the supposedly defective product biotestcell-i11 plus was already expired. Despite this fact the pt sample and negative control were tested with supposedly defective product and reacted negatively, but cell #5 and #6 showed a haze surrounding. The negative control of customer could only be tested with cell #1 to #5 of the supposedly defective product because the material was exhausted. During its shelf life, the retained sample of biotestcell-i11 plus was tested with positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions, only occasionally a haze surrounding of the cell buttons. But the test results had still met the acceptance criterion. Testing by our qc lab confirmed the allegedly defect lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no instigation to suspect instrument performance issues to have a negative influence on the result quality of the complaint reactions.

Manufacturer narrative:
This is our combined initial and final report on this incident.